Manufacturer narrative:
Based on the information provided on (B)(6) 2017 that alleged the patient experienced an infection, kci could not determine that the alleged event was related to activ.a.c.¿ therapy. Per kci records, on 07-mar-2017 the patient clinical progress report was provided to kci and noted the nurse observed the patient on (B)(6) 2017 and noted a decrease in length, width and depth from prior measurements on (B)(6) 2017. On 10-apr-2017, the physician noted that activ.a.c.¿ therapy was discontinued on (B)(6) 2017 as "goal of therapy met." As of 13-apr-2017, kci had no information to exclude the need for antibiotic therapy to resolve the alleged infection. Based on information available prior to day 30, (B)(6) 2017, the nurse noted the patient experienced mild to moderate discomfort on previous visits while on activ.a.c.¿ therapy, and the patient continued to receive activ.a.c.¿ therapy. On (B)(6) 2017, it was reported that activ.a.c.¿ therapy was placed on hold due to soreness around the wound, therefore, it was determined the soreness did not to meet the definition of a serious injury as defined in (B)(4) as aligned with 21 cfr 803.3. The soreness was considered to be physical discomfort and was deemed not a reportable event. Based on the information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy. It is unknown if either an infection was confirmed via culture or if antibiotic therapy was required. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
The following information was reported to kci by the patient: activ.a.c.¿ ion progress¿ remote therapy monitoring was placed on hold on (B)(6) 2017 allegedly due to infection and periwound soreness. Per review of kci records: on (B)(6) 2017, the patient was placed on activ.a.c.¿ ion progress¿ remote therapy monitoring. On (B)(6) 2017, the nurse noted the patient reported pain described as intermittent ache 5/10 that was exacerbated with movement. On (B)(6) 2017, the nurse noted the patient reported pain described as constant ache 3/10 exacerbated with movement and dressing changes. On (B)(6) 2017, the patient clinical progress report was provided to kci and noted the nurse observed the patient and noted on (B)(6) 2017, the patient's wound length, width and depth had decreased from the prior measurements taken on (B)(6) 2017. On (B)(6) 2017, the patient clinical progress note was provided to kci and noted that activ.a.c.¿ therapy was placed on hold on (B)(6) 2017 due to infection and soreness around the wound. On 10-apr-2017, the physician noted that activ.a.c.¿ therapy was discontinued on (B)(6) 2017 as "goal of therapy met." On 13-dec-2016, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 05-apr-2017, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications.